Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. G2: the country of the event is jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that after discharge, blood pressure rose from after 2 p.m. To just before going to sleep. Originally, blood pressure had been low, with diastolic around 60 and systolic under 100; however, around 2:00 p.m., the diastolic increased to 70¿80 and the systolic to 120¿130. In terms of daily activity, there was usually more activity in the morning, and relatively less active in the afternoon. In group 2, program 1 had been set to 3.4 and programs 2¿4 to 2.4, but after turning the stimulation off once, all programs changed to 1.4. When stimulation was turned back on, group 2 returned to program 1 at 3.4 and programs 2¿4 at 2.4, but during the phone call, all programs changed to 1.4 again. It was stated that posture might be a factor because of the adaptive stim setting but said that no particular change in posture had been made and that the behavior seemed abnormal. It was unknown what factors may have caused the event. There is no information on the relationship between the stimulator and blood pressure in the call center, so the patient was asked to consult with their physician. They were also asked to contact the hospital to confirm what settings were currently configured. It was noted the issue was not resolved at the time of the report.